Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/03/2018 with the following findings: a review of the pump black box showed no evidence of pump reboots a visual inspection of the pump revealed a crack in the battery compartment at the threads. The returned battery cap was undamaged and able to fit securely to the pump. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump was exercised for 24 hours with no power interruptions or power loss occurring. The pump¿s cover was removed and no intermittent condition was found to the power circuit. The complaint of intermittent power was not duplicated during investigation, however, damage to the battery compartment was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged and that the pump experienced intermittent power. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl with unspecified symptoms of hyperglycemia; however, the bg reading did not exceed 500 mg/dl. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.